Manufacturer narrative:
H6: investigation summary: two photos received by our quality team for investigation. Upon visual inspection, product label information catalog: 302553, batch number: 7230949 is displayed, the product is expired. No other defects or issues can be observed, therefore this incident is not confirmed. The samples have already passed their expiration date, therefore bd does not guarantee that the product presents any alteration or meeting specification. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that 2 bd plastipak¿ syringe scale marking lines were not located at the right angles on the barrel. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "graduation lines must be located at right angles to the longitudinal axis of the cylinder or barrel."

Event description:
It was reported that 2 bd plastipak¿ syringe scale marking lines were not located at the right angles on the barrel. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "graduation lines must be located at right angles to the longitudinal axis of the cylinder or barrel."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.